Manufacturer narrative:
A ge rep evaluated the system and replaced the collimator and batteries. System operates as intended.

Event description:
Customer reported an intermittent collimator pot error. No pt injury was reported.